Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. The reservoir passed per inspection. No air bubbles were found. Checked the o-ring for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that her box of reservoirs may be defective since they did not connect to the tubing properly. The patient's blood glucose at the time of incident is unknown, but she noted ketones in her urine. The customer claims that she never gets ketones and that the insulin pump may not have been delivering due to the ill-fitting reservoir. The customer stated that she tries to push the reservoir in properly but it always connects at an angle and never goes flush despite her numerous connection attempts. The reservoir in question was returned for analysis with the infusion set tubing connected to demonstrate the issue, and two replacement reservoirs was shipped to the customer.